Manufacturer narrative:
Results: the 3maxc was kinked approximately 5.0 and 7.0 cm from the hub. The 3maxc was stretched approximately 122.5 thru 129.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the 3maxc was stretched. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. It is possible for the distal end of the 3maxc to become pinned against patient anatomy or other devices used in the procedure. If the 3maxc becomes pinned or otherwise restrained and is subsequently forcefully retracted, stretching damage may occur. Further evaluation of the returned device revealed that the 3maxc was kinked. These kinks were likely incidental and may have occurred while packaging the device for return to penumbra. A 0.035"inch mandrel was advanced through the returned 3maxc; however, resistance was encountered as the mandrel met the stretching in the catheter shaft and the mandrel could not be advanced any further. The neuron max and ace68 referred to in the complaint were not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician advanced a penumbra system ace 64 reperfusion catheter (ace64) over the 3maxc; however, difficulty was experienced while retracting to remove the 3maxc. Upon removal, the physician noticed that the distal 30 cm of the 3maxc was ovalized and stretched. The procedure was completed using the ace68. There was no report of an adverse effect to the patient.